Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis, including patient related factors and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The operative report indicates that there was clearly a patient prosthesis mismatch. Unfortunately, the explanted valve has been discarded by the hospital. Cardiac imaging was also not provided. In this case, there is insufficient information to conclusively determine the root cause of this event. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately two (2) years, was explanted due to prosthetic aortic valve stenosis. Per the operative report, this patient had been experiencing failure-like symptoms and a gradient across this valve of almost 80 to 90 mmhg. It was noted that there was clearly a patient prosthesis mismatch. The valve was easily removed with a large amount of subaortic septal hypertrophy noted and a myectomy was performed. Another edwards bioprosthetic valve was implanted. Postop echo revealed no aortic stenosis or regurgitation.